Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging the lancet does not fully penetrate on her onetouch delica lancing device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. After the start of the alleged issue (date/ time not specified), the patient claimed she felt symptoms of headache, nausea, frequent urination and sweating. No treatment was specified. There was no indication of misuse and the correct lancets were being used. The alleged issue was not resolved at the time of troubleshooting. This complaint is being reported because the patient claimed she developed symptoms suggestive of a serious injury after not being able to test due to the lancing device issue.